Event description:
It was reported that, during patient use, a ventilator became inoperative. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) was called to download the software onto the customer purchased gui pcb. The ventilator then passed all tests, calibrations and operated within the manufacturing specifications.